Manufacturer narrative:
The device failed to work as expected by the customer. To resolve the issue, the flex cardio device was replaced. The absence of further calls supports that the reported problem has not recurred and was resolved. A replacement device is now in use at the customer's facility. No further action or investigation is warranted based on the available information at the time of complaint closure.

Manufacturer narrative:
Reference manufacturers report 1051786-2020-00004 submitted for correction of registration number.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the sweep speed is off and a delay in image #2. There was no reported patient impact / injury.